Event description:
A composix kugel patch was implanted into a multimorbid, adipose patient about one year ago. During or immediately after the operation a streptococcus infection occurred. There were several attempts to contain the infection, to include a vascu seal bandage but without success. Therefore dr. Explanted the patch elaborately. Allegedly there was some ingrowth with the eptfe side (of the patch). Unfortunately, the explanted patch is no longer available.